Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Three device issues (stent misplacement, stent fracture, stent migration) affected a total of 2 patients in this study. Only 2 of the 3 device issues were assessed by the investigator to be due to device deficiency; both aes occurred in the same patient (0.7%, 1/151) during the index procedure (day 0) due to stent misplacement requiring placement of a second stent (entered as ¿stent not at the exact place¿) and a stent fracture of the subsequent second stent. Both stents were placed in an off-label manner. The first stent was placed side-by-side with another stent, and the second stent was off-label for 2 reasons: the stent was placed side-by-side with another stent and the stent was deployed through the wall of a previously placed or existing metal stent. Neither of the stents were removed. This file will capture the use error of deploying a stent through the wall of a previous stent which resulted in stent fracture. Patient outcome is unknown.

Event description:
A supplemental report is being submitted due to completion of the investigation on 09-jul-2025.

Manufacturer narrative:
Device evaluation the zilver® 635¿ biliary self-expanding metal stent device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0040) states the following: ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, it is known that the stent was deployed through the wall of a previously placed stent. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause can be attributed to the user not reading or following the instructions for use. From the information provided, it is known that the stent was deployed through the wall of a previously placed stent. As per the IFU, ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. The use error led to the stent fracture reported. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was not removed, a severity of +1 has been assigned by medical advisor.